Manufacturer narrative:
Review of the images contained in the literature relating to the event confirm the difficult nature of the lesion site. The class iii perforation is also captured in the images following balloon inflation. The final images showed circumferential pericardial effusion. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this resolute integrity drug-eluting stent. Patient was referred for pci of a 90% calcified lesion in the lad involving the 2nd diagonal. The lesion was pre-dilated. An unsuccessful attempt was made to cross the stenosis with the resolute integrity stent. Pre-dilation was repeated at high pressure with a non-mdt balloon. The balloon ruptured resulting in a lad rupture with extensive contrast extravasation into the pericardium and medication was administered to the patient. The resolute integrity was then deployed with balloon inflation for 10 mins to seal the type iii perforation. A graft was then placed and covered the stent. Post deployment of the graft there was rapid cessation of the contrast leakage. A peri procedural mi then occurred. 48hrs later atrial fibrillation occurred. Pericardiocentesis was performed and 50ml of fluid was drained. Sinus rhythm was restored. There was no additional clinical sequelae reported. Physician indicated that the event was related probably with the extensive calcification of the artery, the presence of two wires and with the pre-dilatation with a non-compliant balloon at high pressure.